Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to pelvic organ prolapse with stress, urgency and frequency urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, vaginal scarring, vaginal discharge, rectal irritation and depression. It was reported that in 2006 or 2007, the patient underwent mesh trimming because mesh extruded into vaginal area causing pain and urinary tract infections. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient died on (B)(6) 2015. No additional information has been provided.

Manufacturer narrative:
: It was reported that following insertion the patient experienced frequency and atrophic vaginitis.